Event description:
During a routine transfer from bed to chair, the achieva stopped cycling. The rt that was present was surprised and said that the achieva was in standby mode. Apparently the achieva switched itself into standby. There was no audible alarm. The rt didn't mention a visual alarm, and the vent was out of pt's view. The rt started the vent and it seemed to run flawlessly. Pt wasn't harmed, but pt could have died if the rt hadn't intervened. Later that day, after pt had recovered from the emotional shock and considered the implications, they asked to be put on a plv 102 vent and was. Followup investigations were unsatisfactory to pt because the incident has been swept under the rug. Pt wasn't very surprised to find reports of similar incidents in the FDA database. Pt figured that if it happened once it could happen again, and it could kill someone. It looked to pt like a software bug or crash due to their training, and if it's a software problem them it's in all the vents. Pt hoped the hosp staff would see the danger, and the wheels would turn quickly in investigating the incident. But it took nearly two months to get feedback from the hosp tech. The feedback was through an rt who said, "if we can't reproduce the problem, it doesn't exist. "The hosp wasn't going to pursue if further. Pt asked an rt for the email address for the area rep for nellcor puritan bennett (npb) and was given it. The rep never answered the emails. Then pt got their ombudsman involved, and apparently it was only his efforts that got the vent returned to npb. It was nearly three months before pt heard back, and that was at least second had through the ombudsman, oral info only. Npb said that the achievas have a "2k event memory", and it didn't have a record of anything adverse. That seemed to be their final answer, like the hosp, pretending there was no problem. But the testing done by tech, and probably rts, could have been more than 2000 "events" and overwritten the record of pt's incident.